Manufacturer narrative:
The mask was discarded by the hospital staff and is not available for investigation. To obtain additional information, resmed interviewed the hospital rrt supervisor. It was reported that the tubing disconnection from the nasal cannula happened while the patient was being moved for routine cleaning and turning. An engineering investigation was performed on multiple cannula samples from reserve lots. The investigation determined that all cannulas were functioning as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an ICU hospital patient had an oxygen desaturation due to the corrugated tubing disconnecting from the nasal cannula. There was no patient injury reported as a result of this incident.